Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had been feeling lethargic and tired. The patient went to the emergency department and was found to have a low heart rate. The lead was found to have intermittent loss of capture. The lead was capped and a redundant lead was used in its place. No patient complications have been reported as a result of this event.